Manufacturer narrative:
(B)(4). Method: the rd900 neopuff infant resuscitator was not received at fisher & paykel healthcare (f&p) for evaluation. Our investigation is thus based on the photograph and information provided by the customer, and our knowledge of the product. Results: visual inspection of the photograph provided by the customer revealed that the manometer needle was stuck. Conclusion: we are unable to determine the cause of the reported event. However, it is most likely due to physical damage. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. Each neopuff unit is assembled and 100% tested in the production line to verify that each unit conforms to critical product specifications. Any unit that fails is rejected. The subject neopuff would have met the requirements at the time of production. The neopuff technical manual states the following: dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".

Event description:
A distributor in (B)(4) reported on behalf of a healthcare facility, via a fisher & paykel healthcare (f&p) field representative that a rd900 neopuff infant resuscitator manometer needle did not return to zero when gas flow was absent. There was no patient involvement.